Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed as no photos or product was provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implantation of an hcs compression screw, the tip of the screwdriver twisted. Another driver was used to complete the procedure. N patient consequences were reported as a result.